Manufacturer narrative:
The subject device referenced in this report was not returned, therefore the device evaluation could not be completed at this time. In troubleshooting the issue with olympus technical support via the phone, the reporter was instructed to power off the system center, remove the scope and clean the scope connectors with an alcohol prep pad, allow to dry, then reconnect and power on the system center. The customer had cleaned scope connectors and the issue was resolved. Not returned to manufacturer.

Event description:
The user facility reported to olympus that during the beginning of a colonoscopy procedure, there was an e204 focus function error on the evis exera iii video system center, and a b30 scope communication error prior to connecting the evis exera iii videocolonoscope. The patient was under monitored anesthesia care (mac). There was no surgical delay. The procedure was completed with the same device. No other devices were replaced during the procedure. No patient impact was reported. The device was inspected before use, all settings were checked and found to be correct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, since the issue was resolved after the scope connectors were cleaned, it is likely there were foreign bodies (e.g., chemical residue, water cerumen, sebum staining, dust, gauze) adhering to the scope connectors. This can cause communication issues with the scope and the reported error. This issue is addressed in the instructions for use (IFU) in section 6.3 'connection of an endoscope': "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."